Event description:
It was reported that the system failed to alarm the personnel while a patient with a pacer maker had a ventricular tachycardia and asystole. The customer claims the system did not alarm for a patient with a pacemaker who developed ventricular tachycardia and asystole. Per the customer, there was no impact to the patient. The patient later passed away due to other reasons.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the devices in question. The following functional tests were performed: the instrumental tests were carried out with the positive outcome. The (fse) further tested the unit with the test simulator and could not confirm the customer's allegation: "it does not supply alarms". Confirmation: based on the information available and the testing conducted, the cause of the reported problem was confirmed. The reported problem was confirmed to be the wrong way the patient with pacer maker was admitted in to the system. Further action decision: based on the information available and results of additional analysis, no further action is necessary at this time. Clinical harm review: it was alleged the device did not alarm for a patient with a pacemaker who developed ventricular tachycardia and asystole. Per the customer, there was no impact to the patient. The logs and audit trail were reviewed (per the cfm), revealing the patient had been admitted incorrectly. The patient later passed away due to other reasons; therefore, the device did not cause or contribute to the patient death and the death is unrelated to this complaint. Trending statement: the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Closure & product disposition: based on the (cfm) provided by the customer, "although the customer was well trained and aware, the patient with pacer maker was admitted in the wrong way".

Event description:
It was reported that the system failed to alarm the personnel while a patient with a pacer maker had a ventricular tachycardia and asystole.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.